Event description:
Routine complaint investigation when a nurse reported sustaining a skin puncture from the optium blood glucose test strip. The nurse reported the strip went through the glove of the nurse and punctured the skin underneath causing cross contamination of blood between the pt and the nurse. There is no further information available as the nurse no longer works at the hospital and can not be contacted.